Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the rubber of the trocar fell into the body. It was taken out from the patient and was discarded. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the rubber of the trocar fell into the body. It was taken out from the patient and was discarded. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the b5st device was returned with no apparent damage. Upon evaluation of the device, a black plastic piece was found inside the tip of the trocar sleeve. The plastic piece was removed and a functional leak test was performed and it passed as expected. The trocar was disassembled to verify the condition of the internal components and all seals were found to be conforming without missing parts thus the received plastic piece does not belong to the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the trocar is packaged with the stopcock in the open position. Close the stopcock before use. The stopcock is in the closed position when the stopcock lever is parallel to the sleeve. The event described could not be confirmed as no damages were observed and the device performed without any difficulties noted.